Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer is reported via phone call, the customer had high blood glucose value which is 600 mg/dl. Customer went to emergency room for heart complications had an x-ray and had her pump on. Customer declined troubleshooting for high blood glucose level. The customer will not returned for analysis.